Event description:
The patient reported that she has experienced headaches subsequent to an undisclosed medical test that may have dislodged her catheter and ruined her pump. The drug used in the pump was morphine. The service representative reviewed patient activity restrictions regarding catheter dislodgement and referred her to follow-up with the hcp. Additional information has been requested.